Manufacturer narrative:
System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like 22005 - homing error on master tool manipulator (mtmr), axis 1 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by recalibrating the mtm and ran a sine cycle.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon had an issue with the right-hand control at the surgeon side console (ssc). System logs showed no related errors. Customer reported the surgeon felt resistance when using the right-hand control and the hand control was not moving fluidly. The surgeon moved to the other ssc (dual-console system) to complete the procedure. Customer was unable to confirm which ssc the issue occurred on at the time of the call. The procedure was completed with no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse confirmed error 22005 pointing to axis 1 on mtmr. Fse recalibrated the right master tool manipulator (mtmr) and ran a sine cycle. The system was able to boot up normally. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.